Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿.

Event description:
It was reported the cartridge leaked. Reportedly, the customer overfilled the cartridge with more than 300 units of insulin. Customer's blood glucose level was 180 mg/dl. Customer loaded a new cartridge and resumed insulin deliver successfully.